Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt is experiencing increased recharge burden. The pt charges the ipg every day and the ipg lasts only an hour after it is completely charged. Follow-up identified surgical intervention will take place to address the issue. It was also reported the pt's leads will be replaced (reason unk at this time).